Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 46 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablet for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer reports bolus wizard was programmed accurately. The customer stated that the insulin pump had no delivery alarm. Customer stated that they did not allege pump was over delivering. Customer stated that event was resolved by changing complete set. Customer stated the cannula was not bent. The insulin pump will not be returned for analysis.